Event description:
It was reported that the device delivered inappropriate high voltage therapy for an episode of atrial fibrillation. The device was reprogrammed to more accurately discriminate for non-ventricular arrhythmias in order to resolve the event. The patient was stable and there were no adverse consequences.